Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was unable to be aspirated. The catheter was going to be replaced. The doctor made the decision that part of the old catheter was going to be left. The drug in the pump at the time of the event was not known. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.